Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera 2 access system instructions for use (IFU), was reviewed. Pseudoaneurysm and hematoma are known possible adverse effects of vascular access procedures and are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, it is unk whether or not the device was out of specification as it cannot be definitively determined. The root cause, based on available info, is unk as it cannot be definitively determined.

Event description:
This was a diagnostic left heart catheterization that was followed-up same day with an interventional procedure through the same access site. When accessing the vessel with the axera 2 device the latchwire was unable to be advanced and subsequently was removed along with the access needle and pressure was held. A second axera device was successfully deployed and a 5f sheath inserted. The pt was then transferred to a holding area with sheath in place, awaiting intervention. The pt was anticoagulated. The 5f sheath was exchanged for a 6f sheath. After the procedure was completed and the sheath pulled, manual compression was held. Bleeding and a small hematoma were noted and treated with femostop, sand bag, and manual expression/compression. Ultrasounds were performed throughout treatment. Although hemostasis was achieved, bruising and a hematoma (size unk) were noted and the pt was transferred to the ward. An ultrasound revealed a pseudoaneurysm (1.6cm x 1.5cm) on (B)(6) 2013, which was resolved via thrombin injection as confirmed via ultrasound the following day. The pt recovered with no further sequelae and was discharged on (B)(6) 2013.